Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the fraction of inspired oxygen (fio2) reading from the electronic patient gas system (epgs) was bouncing up and down from 60% to 100%. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The user requested for replacement so the fsr replaced the epgs. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the epgs to fail release testing when tested with lab use only (luo) testing equipment. The epgs was powered on and calibrated successfully, but with the fio2 set to 21% he found the reading on the central control monitor (ccm) to be inaccurate, reading 11%. With a luo oxygen (o2) sensor installed in the suspect epgs, the testing passed and the pst determined the customer o2 sensor did not operate to specification. This complaint is related to (B)(4) / MFR#1828100-2022-00133.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, it was found that the output voltage of the oxygen sensor was higher than the specified limit. Internal observations concluded that a gas bubble in close contact to the cathode was responsible for the occurred failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5 the service repair technician (srt) set both the oxygen (o2) and air to 50 pounds per square inch (psi). The results on the central control monitor (ccm) were out of range for fraction of inspired oxygen (fio2). A message appeared on the ccm 'calibrate o2 analyzer'. The srt observed that the fio2 was fluctuating. The o2 sensor was replaced. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2022 the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the electronic patient gas system (epgs) was bouncing up and down from 60% to 100%. There was no delay, no blood loss, no change out, and the surgery was completed successfully.